Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-25981. Related manufacturer reference number: 2017865-2021-25982. It was reported that the patient presented in the hospital. The patient was diagnosed with endocarditis. The implantable cardioverter defibrillator (ICD), atrial lead and the right ventricular (rv) lead were explanted. The patient was stable throughout.